Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (unable to power on monitor) was confirmed. As received, the battery had extreme physical damage, preventing it from powering up a monitor. The root cause for the damaged battery was physical abuse. No adverse event resulted from the defective battery.

Event description:
A us distributor contacted zoll to report that a battery was unable to power on a monitor.